Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self-discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the device performed to specification. The device was put through extensive testing including keypad functional testing, shock testing, and bench handling using test multifunction cable and battery without duplicating the report. Review of the device log did show consecutive shocks 24 seconds apart, both shocks were identified as occuring due to user command (button presses). Our investigation concluded the report was unsubstantiated. The device was recertified and returned to the customer. The x series is not designed to auto discharge energy and can only discharge when there is user intervention. Analysis of reports of this type has not identified an increase in trend.